Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had external flash error. Customer's blood glucose value was unknown at the time of the incident. Customer states the meter will not link to the pump. It happened yesterday and today. The insulin pump will not be returned for analysis.